Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb). The blue light indicator on the icb lit up on indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument installed on an in-house system passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be with in specifications. The instrument passed the electrode gap test and the gap was found to be within specifications. A review of the data logs for this instrument were reviewed and the sealing durations are roughly equivalent to each other and there were no abnormally long sealing cycles. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted total benign hysterectomy procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the endowrist one vessel sealer stopped sealing. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the sealing issue. The planned surgical procedure was completed. After following up with the site registered nurse, it was confirmed that the instrument was in use for approximately 5-10 minutes before the issue occurred. No tissue effect was seen. The surgeon was aware that the vessel sealer instrument was not sealing based on the visual cue of no tissue effect. The target vessel was not highly calcified nor was it greater than 7mm in diameter. The surgeon was holding the master grips fully throughout sealing. The surgeon did not hear the audible tones indicating the generator stopped applying energy. The system did not give any errors indicating the vessel sealer was not coagulating or sealing. No bleeding and no patient injury occurred as a result of the event.